Event description:
The lay user/patient called lifescan and alleged that her meter was set to the incorrect unit of measurement. The pt stated that her meter was set to the incorrect unit of measurement since she purchased it. In 11/05, the pt tested her blood glucose in the morning and obtained a result of "18.1." She stated that she did not test for the rest of the day, however, she originally reported that she obtained a result of "2.1 mmol/l" and that she drank orange juice before going to the hospital. In the evening she went to the hospital for stomach problems. She stated that it was not for her diabetes, but while she was in the hospital, she was obtaining high blood glucose results. The pt was having trouble staying focused on the phone, unable to verify any further info. The pt did state that the hosp visit was not due to her diabetes.